Manufacturer narrative:
The investigation conclusion will be provided upon investigation conclusion.

Event description:
It was reported that a patient was transferred from a bed to a wheelchair by two caregivers using the maxi move floor lift. One of the caregivers was assisting the patient with his hand on his back and the other one was standing near the mast of the maxi move to control the spreader bar. The lift was situated close to the front of the wheelchair and both chassis legs of the maximove were spread out. The footrests of the wheelchair touched the mast of the lift. The caregiver position the patient above the wheelchair when lowered the lift, the wheelchair footrests came loose because the patient's legs got caught in them. At the same time the patient lift started to tip over. The caregiver hang on to the lift handles and lowered the patient onto the chair. No injuries were reported.

Manufacturer narrative:
An arjo representative was informed about an event involving the maxi move device. It was reported that two caregivers assisted the patient during the transfer from a bed to a wheelchair. The first caregiver placed his hand on the patient¿s back and the second caregiver stood next to maxi move mast. The lift was situated in front of the wheelchair, the footrests of the wheelchair were touching the mast of the lift. When the caregivers lowered the lift, the patient¿s feet got caught by the wheelchair footrests and the lift started to tip over. The caregiver grabbed the handles and quickly lowered the patient on the chair. No injuries were reported. After the event, the device was checked by the arjo technician. The functional test did not reveal any malfunction. During the interview, the caregiver stated that it was possible that when the patient was lowered into the wheelchair, patients' feet got stuck behind the wheelchair footrests and at the same time a caregiver pulled something away from the lift. This situation might have disrupted the stability of the lift and, as a consequence caused the device tipping. The maxi move instruction for use (001.25060) contains warnings : warnning: when lowering the spreader bar ensure that the patinet;s and attendants' legs and feet are well clear of any parts of the lift in order to avoid patients injuries and/or damage to the maxi move" warning: do not attempt to move the lift by pulling or pushing on the mast, the jib. The spreader bar or the patent as this can cause the lift to topple over, and cause injuries. Always use the maneuvering handle when displacing the lift. Looking at the incident scenario it has been established that a passive floor lift was used for patient handling at the time of the event. The device was reported to tip and in this regards, the floor lift did not meet its performance specification. The complaint was decided to be reportable due to the allegation that the device tipped during patient transfer.